Event description:
'Tested + but also tested;' I tested positive via a rapid pcr test at (B)(6). They called the wrong number, my dads number as an emergency contact, not the main contact. So I used his phone for my results, terrible on the (B)(6) part. They need to call the number given, not an emergency contact given 3 years ago! I then went to another rapid test to confirm my results, an antigen test from 15toknow in (B)(6), which came negative. As these are not the most "trusted", I went for another pcr. To solidify the results, I got a (B)(6) pcr test that was sent to a lab, which was negative. FDA safety report ID#: (B)(4).